Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient underwent a lead revision due to not experiencing adequate relief for their retention. Their physician assessed the patient's x-rays and stated that they would benefit from a revision. The patient kept their original ins battery. There were no reported patient complications. The patient is expected to fully recover.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device; however, the device was retained by the explanting provider. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of urinary retention was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient underwent a lead revision due to not experiencing adequate relief for their retention. Their physician assessed the patient's x-rays and stated that they would benefit from a revision. The patient kept their original ins battery. There were no reported patient complications. The patient is expected to fully recover.